Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach was further described as the patient made a mistake during therapy. On the same day as event onset, the patient was hospitalized and began treatment with injection "redline" (1 g, frequency, route, and duration were not reported), injection fortum (1 g, frequency, route, and duration were not reported), and injection amikacin (125 mg, frequency, route, and duration were not reported) for peritonitis. The patient's recovery status was not reported. At the time of this report, treatment with "redline", fortum, and amikacin were ongoing. It was not reported if the patient was retrained in aseptic technique. Pd therapy was ongoing. No additional information is available.